Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and deflation. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported left side "hot to touch¿, ¿red in spots¿, ¿painful; cannot lie on her stomach or exercise¿ and ¿she needed revision surgery, the doctor put the same implant back in¿. Additionally patient reported ¿radiation like burning¿, ¿shortness of breast¿, ¿chest pains¿, ¿capsular contracture baker grade IV¿, ¿tissue the size of a softball was removed 3 months post op¿, ¿leakage¿, ¿hard as a brick¿, ¿implants were not underneath the muscle¿, ¿second nipple¿, ¿rippling¿, ¿horrible pain¿ and ¿feels like patient is dying. Patient also reported ¿symptoms of breast implant illness¿, ¿fatigue¿ and ¿constant utis; these events are not device related. Device has been explanted.